Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports juvederm® voluma¿ and juvederm® volift¿ injections within the same month. 3 months later, patient had juvederm® volite¿ injected in the perioral area. 2 ml juvederm® voluma¿ with lidocaine was injected into the malar area 3 months later. Patient presented with edema in the infraorbital, malar and mento areas and nodules in mento and malar areas 2 months post last injection. Symptoms evolved to edema, hardening, ¿modulation¿ and erythema throughout the face, particularly in the malar, perioral, mento and infraorbital regions. Patient was provided prednisone 40 mg for 7 days, 20 mg for 7 days, 10 mg for 7 days and 5 mg for 10 mg as well as zinnat® 250 mg each 12 hours for 14 days and alektos® each 8 hours, for 15 days. 3 days later, hyaluronidase was administered in all the regions with edema. A blood test was performed to check for autoimmune diseases. Symptoms were partially improved, but when the patient finished the medication, the nodules, erythema and edema in malar and mento regions came back. A month later, hyaluronidase was injected again in the lesion in malar and mento regions. 5-fluoracil was injected in the nodules in mento region. Clarithromycin and ciprofloxacin, orally, for 10 days prescribed. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00470 ((B)(4)) and MDR ID# 3005113652-2019-00471 ((B)(4)). This MDR is being submitted for the first injection of suspect product, juvederm® voluma¿.